Event description:
It was reported that during a hemorrhoidectomy, there was a difficulty in cutting the washer. At least, the washer could be cut forcibly. Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: the washer was difficult to cut completely, but was cut. Yes. Did the device deploy staples and if so were the staples formed in the proper b form shape? Yes.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore, we were unable to review the manufacturing records.